Manufacturer narrative:
The customer reported that the unit displayed a paddles/pads error during the operational check. The unit was evaluated by philips, and the reported symptom was duplicated. Replacing the power pca resolved the reported issue.

Event description:
The customer reported that the unit displayed a paddles/pads error during the operational check.